Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a nurse reported that the robotic system presented the recoverable fault 32056 and even recovering the fault, the fault was still present. As a result, the medical team decided not to use the 3-arm system and decided to cancel the procedure. The procedure was aborted with no patient involved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the technical inspection visit, a non-recoverable error in the universal surgical manipulator (usm) 3 was identified. The usm3 was replaced, calibrated and tested for performance. After successful testing, the system was released for use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 32056 error was confirmed and replicated. In remote fe, the 32056 error was found indicating fault on the yaw sl flat flex cable (ffc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw axis, replicating the reported event. The usm was then installed onto a patient side card fixture test platform (pftp) where usm agc current was found to be failing on the yaw axis. Once testing was completed, the yaw sl ffc was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the yaw sl ffc was found to be the root cause of the reported event. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).